Event description:
(B)(4). It was reported that there was allegedly paint peeling from the light head of a surgical light. There was no report of paint falling from the light head. There was no reported pt involvement and no adverse consequences reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. Photographic images were provided to the MFR of the suspension with the alleged flaking paint however, no actual device was returned to stryker communications for additional eval. Through the photographic images, it was confirmed that the paint on the light head was flaking. Eval summary - the affected components have not been returned to the MFR for further eval, however photographic images have been provided. From an eval of the photographs, it would appear that the triggering event may be corrosion forming under the paint layer perhaps due to corrosive cleaning agents or the light head being impacted by other devices resulting in the paint flaking off of the component. In this instance there was no reported pt involvement and no report of any paint flaking off during a surgical procedure. This is not a single use device.